Manufacturer narrative:
Qc and calibration were passing before the event. There are multiple alarms related to sample quality in the alarm trace, such as sample clot detection, sample short, and sample foam detection. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The elecsys acth reagent lot number is 81272801, and the expiration date is 31-dec-2025. The elecsys cortisol ii reagent lot number is 787762, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii and elecsys acth results from the cobas e 801 analytical unit for 1 patient. The customer claimed the results are completely different but did not provide comparison data. Clarification was requested but not provided. The following are the cortisol results provided: the first result on (B)(6) 2025 was 8.49 ug/dl. The result on (B)(6) 2025 was 9.03 ug/dl. The result on (B)(6) 2025 was 7.47 ug/dl. The result on (B)(6) 2025 at 9:42 a.m. Was 1.48 ug/dl. The result on (B)(6) 2025 at 10:25 a.m. Was 0.455 ug/dl. The following are the acth results provided: the first result on (B)(6) 2025 was 3.56 pmol/l. The result on (B)(6) 2025 was 3.72 pmol/l. The result on (B)(6) 2025 was 4.82 pmol/l. The result on (B)(6) 2025 was 0.330 pmol/l, accompanied by a data flag.